Event description:
A non health care professional reported after the intraocular lens (iol) implantation the patient could not see well and the lens was explanted. The clinical reason for explant was refractive surprise. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).